Event description:
Primary operative notes dated (B)(6) 2020, indicated that the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes dated (B)(6) 2020, indicated that the patient has had difficulties with bleeding from the proximal aspect of her wound. The patient's dressing was removed and has bloody serous drainage from the very proximal aspect of her incision. There was slow wound healing. Patient was minimally tender to palpation, and the remainder of the incision looked excellent. Patient had expected postoperative ecchymosis with minimal swelling. Treatment included pressure dressing with abds and an ace wrap, as well as a knee immobilizer. Office notes dated (B)(6) 2020, indicated that the patient was status post right knee replacement three weeks ago. The patient did well with the knee initially but had a gallbladder attack, and had a surgery to remove the gallbladder. Due to this, the patient was put on heparin which caused a postop hemarthrosis of the right total knee. Since then, the very proximal portion of the incision had some small breakdown and dehiscence. Treatment included superficial debridement in office and continued dressing changes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for delayed wound closure. Event is not serious and is considered mild. Event is definitely not related to device and is probably related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatment: pressure dressing and knee immobilizer.